Event description:
It was reported, that an occlusion alarm occurred. Customer changed pump supplies to address the issue. The customer, experienced an elevated blood glucose (bg) level over 500 mg/dl. Cause was not known. A correction bolus was delivered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.